Event description:
It was reported that approximately five months post vena cava filter deployment, during a scheduled filter retrieval, imaging demonstrated the filter had tilted and some limbs were extending beyond the caval wall with the hook of the filter outside of the vena cava superiorly. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after five months, the unsuccessful filter retrieval attempt was performed. Cavogram demonstrated that ivc filter was tilted, the filter hook and multiple tines extended outside the caval walls. There was a thrombus noted below the tilted filter. Hence, the filter was not removed and elected to be left as a permanent filter. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition (expiry date: 05/2012).

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after five months, the unsuccessful filter retrieval attempt was performed. Cavogram demonstrated that ivc filter was tilted, the filter hook and multiple tines extended outside the caval walls. There was a thrombus noted below the tilted filter. Hence, the filter was not removed and elected to be left as a permanent filter. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition (expiry date: 05/2012).

Event description:
It was reported that approximately five months post vena cava filter deployment, during a scheduled filter retrieval, imaging demonstrated the filter had tilted and some limbs were extending beyond the caval wall with the hook of the filter outside of the vena cava superiorly. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately five months post vena cava filter deployment, during a scheduled filter retrieval, imaging demonstrated that the filter had tilted and some limbs were extending beyond the caval wall with the hook of the filter outside of the vena cava superiorly. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month and two weeks of post deployment, a computed tomography of abdomen and pelvis was performed for right sided abdominal pain. The study showed that there was an infra-renal inferior vena cava filter was identified. Around, three months later, the bard g2 x inferior vena cava filter was attempted for retrieval. The right internal jugular vein was localized, and the tract was dilated, and a 4-french catheter was then advanced into the distal inferior vena cava. A cavogram was then performed which demonstrated that the inferior vena cava fi1ter has tilted within the inferior vena cava and the hook of the filter to be outside the cava superiorly. Also, multiple tines of the filter were also outside the caval walls and below the filter, there was a filling defect which suggests there was some thrombus. However, the filter itself does not contain any thrombus. The filter has tilted significantly making it difficult to retrieve and there was question of thrombus below the filter. For this reason, it was elected to leave the filter in place as a permanent filter. Around, five months later, an x-ray of chest was performed for chest pain. The study showed that there does appeared to be an inferior vena cava filter in good position. Around, eight months later, an x-ray of chest was performed for right sided chest pain. The study showed a vena caval filter was seen in right upper quadrant sutures suggested previous cholecystectomy. Around, two years and two months later, the patient presented with abdominal pain. A computed tomography of abdomen and pelvis was performed for the left sided abdominal pain. The study showed a stable inferior vena cava filter mid inferior vena cava and below the renal veins. Around, eight months and two weeks later, a computed tomography venogram of abdomen and pelvis was performed for limb pain and inferior vena cava filter evaluation. The study showed an inferior vena cava filter was present just below the lowest renal vein and the apex was tilted toward the right which was unchanged since previous computed tomography. Also, multiple tines of the inferior vena cava filter appeared to be extended beyond the wall of the inferior vena cava as this was present previously and appeared unchanged. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for retrieval difficulties as there is no retrieval attempts. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. - filter malposition. H10: b6,b7,d4 (expiry date: 05/2012),g3,h6(conclusion). H11: b1,g1,h1,h6(patient, method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five months post vena cava filter deployment, during a scheduled filter retrieval, imaging demonstrated the filter had tilted and some limbs were extending beyond the caval wall with the hook of the filter outside of the vena cava superiorly. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5, d4 (expiry date: 05/2012), g3, g4. H11: d1, d4, h6 (patient), h6 (device), h6 (method), h6 (results), h6 (conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. (Expiry date: 05/2012).

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged tilted filter and perforation of the ivc wall as not objective evidence has been provided to confirm any deficiencies with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post vena cava filter deployment, during a scheduled filter retrieval, imaging demonstrated the filter had tilted and some limbs were extending beyond the caval wall with the hook of the filter outside of the vena cava superiorly. The current status of the patient was not provided.